Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the set-up joint (suj4) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found related to the reported event. The suj was installed onto a known good system where no faults occurred in normal mode and unit functioned as expected. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a connection failure on a proximal cable causing power issues within the suj4. Correction: h8. Was updated to initial use of device.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure; the customer encountered a repeated recoverable fault 32100. The customer had disabled the universal surgical manipulator 4 (usm4) prior to calling in and completed the procedure with the remaining three arms. The technical service engineer viewed the system logs and confirmed the reported error pointing to the axes controller joint 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information was obtained: the system functionality was checked upon powering on the system. The system initially powered on without errors. Customer rebooted the system a couple of times to resolve the issue prior disabling the arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the set-up joint (suj4). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.